Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
An mdm insert and 28 biolox head were put together on the back table using the mdm instrumentation. After assembly the head was checked to make sure the 28 inner head moved freely inside the insert. The surgeon proceeded to implant with the correct head pusher from the set and the insert and head disassociated during hip reduction. Update (B)(6) 2019 wg: spoke to rep. The following sequence of event occurred during a primary right hip procedure: a femoral head disassociated from an adm/ mdm insert during reduction. A second femoral head and adm/ mdm insert were assembled. Patient factors (reported by the surgeon as a combination of the patient's weight and spinal problems. These factors apply to the next two pairs of heads and liners) prohibited the hip from being reduced, and the patient's femur fractured. The accolade ii stem was revised to a restoration modular stem construct with dall-miles cable sets. A third pair of femoral head and adm/mdm insert were assembled at the back table, aforementioned patient factors prohibited the hip from being reduced. A fourth pair of adm/ mdm insert and femoral head were assembled at the back table, aforementioned patient factors prohibited the hip from being reduced. Finally, a 36 -5 lfit femoral head and 36f poly liner were successfully implanted in the patient. Rep reported the surgeon predominantly uses stryker implants, and was trained by an hcp who is a stryker consultant. Rep has provided the usage sheet and implant stickers for the first pair of head and insert. Rep confirmed there are no allegations against the revised mdm liner, accolade ii stem, or universal v40 adapter sleeve and twice confirmed surgery was completed successfully with a delay of approximately 2 minutes.